Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had an inadequate seal. There was no re-grasp alarm heard, but there was an end tone heard. Poor hemostasis with the maryland. There was no patient injury. New information received stated that there was no post op bleeding occurred. Bleeding during the procedure occurred. Ligasure and monopolar devices were also used for cautery during the same procedure. Additional activations were required to resolve the issue. It is unknown how many cc's of blood loss resulted from the issue.